Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of high blood glucose readings from the insulin pump. The customer had readings averaging about 200s mg/dl up to 300 mg/dl and 400 mg/dl. The mother stated that the high readings might be due to the insulin settings. The mother is working with health care provider to get settings fixed. The customer declined to speak with helpline.